Event description:
On august 12, 2009, the lay user/patient contacted lifescan (lfs) to report the one touch ultra mini meter was giving inaccurately high readings with the control solution. The sr. Medical surveillance specialist called the pt to obtain and verify information; however, was unable to reach her by telephone. The month prior at 5:15 pm, the pt obtained the control solution test result of 147 mg/dl, 143 mg/dl and 148 mg/dl on the reported meter. The acceptable range for the test strips in use was 99 mg/dl to 132 mg/dl. At an unspecified time afterwards, the pt experienced the symptoms of sweating and shaking. The pt administered self-treatment with food and/or drink; she did not seek any medical attention. It would have been helpful to determine the date and time of the onset of symptoms, the pt's blood glucose levels before and during the symptoms, what meals and medications the pt had taken earlier on the day of this event, her expected readings, and her medication regimen. Troubleshooting revealed the pt's test strips were in good condition, the control solution was correct, the meter was programmed for the correct calibration code number and the pt's testing technique was correct. The meter, test strips and control solution were replaced. The pt's blood glucose readings prior to and during the event are unk. The pt reported to have suffered symptoms suggesting severe hypoglycemia while using the reported product, and after obtaining out of range quality control testing results. The pt received treatment with food to alleviate her symptoms. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.